Manufacturer narrative:
D4: UDI - not available due to unknown lot number, however, the di was provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to the user facility information and record review. A review of the manufacturing record and shipping inspection record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no return of the involved device the exact cause cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported an issue with the polyurethane coating. The following information was provided by the user facility: the black polyurethane coating split on the angled stiff wire; the polyurethane coating split while being used with 6fr access and a .035 rubicon wire; the physician noticed the damage during a wire exchange; the angled stiff wire was not being used with a metal entry needle; there was no reported blood loss; the patient was reported to be in good condition; and the outcome of the procedure was a good result of the procedure.